Manufacturer narrative:
Investigation is ongoing. Device not returned to manufacturer.

Event description:
As reported the edwards lifesciences implant patient registry, a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 5 years, 1 month, and 5 days. Medical records received stated the patient's sapien 3 valve had a mean gradient increase from 8mmhg to 19mmhg. The patient's main symptom was angina and the patient also required coronary artery bypass grafting (CABG). A re-do sternotomy, explant of the 9600tfx 26mm sapien 3 transcatheter valve, aortic valve replacement with CABG and aortic root patch were done 5 years, 1 month, and 5 days post-tavr. On explant, the patient's valve appeared to have normal leaflets in appearance, but it was the patient's own calcification of the annulus and the lvot that was limiting flow. The patient was discharged 17 days post procedure in 'good' condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not required. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history record review (DHR) and lot history review were not required. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve. Based on the review of the IFU/training manuals, no deficiencies were identified. In this event, the patient's calcified native annulus with limiting flow could elevate the gradient. The available information suggests that patient factors (calcified native annulus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.